Manufacturer narrative:
Concomitant medical products: product ID 978b128 lot# (B)(4) serial#, implanted: (B)(6) 2021 product type lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 08-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  the incision where the lead is opened up and the hcp had to go in and clean it up and make sure it wasn't infected. Patient said the hcp also discovered the patient has an allergy to the staples and sutures that were used the at the ins incision so they cleaned that up too. Patient said none of the incision were infected but they did get a yeast infection.